Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter stated that the display screen had gone blank after being exposed to water and noted evidence of moisture behind the display lens. The reporter stated that the patient had a bg of 332 mg/dl with no symptoms, which does not meet animas's criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/27/2013: the device was returned to animas and evaluated by product analysis on 07/31/2013 with the following results: powered the pump on and the display is blank. Moisture can be seen behind the display lens. Performed a leak test and found a leak due to a cracked pump case. Opened the pump case and found moisture throughout the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.